Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. No medical records have been provided. The subject device is also not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a bioprosthetic aortic valve will undergo a valve-in-valve procedure due to aortic stenosis. The surgical valve has been implanted for approximately 10 years. No additional information was provided.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted, no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
It was reported that a model 25mm pericardial aortic valve was disabled via a valve-in-valve procedure using transfemoral approach after an implant duration of 10 years, 4 months due to severe degeneration, calcification, stenosis, and restricted leaflet motion. A 26mm transcatheter valve was implanted. The surgery outcome was reported to be no more aortic insufficiency or complications. The patient tolerated the procedure well and was transferred to ICU in stable condition and was discharged on postoperative day one in stable condition.

Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received information additional information that a patient with a 25mm aortic valve will undergo a valve in valve procedure due to degeneration, stenosis, and insufficiency after an implant duration of 10 years and 2 months. The patient presented with fatigue and dyspnea and was hospitalized with heart failure. The valve in valve procedure has been scheduled for some time in the future and the patient is currently being treated medically.